Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that a crack the level 1 hotline disposable was leaking medication. There was a crack in the connector. This product problem was observed during a pre-use check. There was no patient involvement.

Manufacturer narrative:
Other text: h10. Device evaluation: the level 1 trauma fast flow disposable was returned for investigation in used condition. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. The inspection revealed a crack at the connector. The reported leak was confirmed after leak testing. The customer reported product problem was therefore confirmed. The problem source of the reported product problem was unknown. A root cause was not established.